Event description:
Caller reported damage to tandem charging cable, which led to the charging supplies no longer being functional. There was no reported impact to the customer's blood glucose level. Technical support arranged for the replacement of the damaged charging supplies and ensured shipment through a two-day delivery service.